Manufacturer narrative:
Continuation of d10: product ID 977a290 serial# (B)(6) implanted: (B)(6) 2022 product type lead product ID 977a290 serial# (B)(6) implanted: (B)(6) 2022 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient reported they had an implanted battery replaced last year and they pulled the wires (leads) down so they had to do a revision. Patient stated now they have to redo it again because the doctor screwed up and the wire sticks out of their neck. Patient reported they are going to have a surgery on the (B)(6) and when they were trying to get this all-straightened out. Patient stated a medtronic representative was there for the last revision and told the patient to call the representative so they could be there to help program the device again. Agent asked the patient when the trauma to the area began and the patient stated, "(B)(6) of last year" and stated that's when they spoke with the representative. Patient stated they contacted hcp but they couldn't get patient seen until february and scheduled for surgery in (B)(6). Agent reviewed role of rep and nas phone number. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had been having more headaches so he turned the left side of the stimulator off because he was having issues on the left side of his head. The stimulator was not covering the complete area of pain. The issue was ongoing. On (B)(6) 2024 visit, patient reported that he is not happy with the stimulation of the left lead. He reports it has been an issues since the battery change on 12/19/22. He had to shut off the left side. He is getting more frequent muscle tension headaches (3-5 x per day). The stimulator is not covering the complete area of pain on (b)(624,med rep was able to re-program right side but not left. Advised pt has two option, l) 20eave as is or revision. Additional information was received, it was reported the patient was planning to schedule for a revision.

Manufacturer narrative:
Continuation of d10: product ID: 977a290, serial# (B)(6), implanted: (B)(6) 2022, product type: lead. Product ID: 977a290, serial# (B)(6), implanted: (B)(6) 2022, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that patient reported improvement during (B)(6) 2025 visit after replacement. The event resolved without sequelae.

Manufacturer narrative:
Continuation of d10: product ID 977a290, serial# (B)(6), implanted: (B)(6) 2022, product type lead. Product ID 977a290, serial# (B)(6), implanted: (B)(6) 2022, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient is having a lead revision on (B)(6) 2025 due to shallow lead placement in the subcutaneous space and is not delivery adequate therapy. The cause is unknown and the issue is ongoing, but the rep noted they would submit any new information that becomes available.

Manufacturer narrative:
Continuation of d10: product ID 977a290, serial# (B)(6), implanted: (B)(6) 2022, product type lead; product ID 977a290, serial# (B)(6), implanted: (B)(6) 2022, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2024 visit, patient reported that he is getting more frequent muscle tension headache (3-5 x per day). The stimulator is not covering the complete area of pain. He said his pain prior to surgery was in his posterior head, midline and spreads to the front. "It now feels like a sparkler going off in his head" right side covering the pain but the left side is not covering the pain. On (B)(6) 2025 he stated that "he does feel that the wire on the left side of his head is prominent and that the left lead is no longer effective in treating headaches. However, the right lead continues to be effective. He has the left lead turned off. He presents came to discuss possible occipital nerve stimulator revision. Additional information was received; patient reported that after the battery replacement the lead was out of place when hcp tried to adjust it, he pushed the lead to the outer port of the neck to skin. Patient stated they had to get the lead replaced on (B)(6) 2025.